Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level of 500 mg/dl. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, and a different issue was identified.